Event description:
Pt had undergone vascular surgery due to right popliteal artery aneurysm with embolism to right toes. When performing the post dilation of stent with a balloon following right superficial femoral artery stent placement, the balloon (ev3, 5 mm x 20 cm) ruptured during deployment. When surgical team attempted to remove it, the balloon catheter itself broke such that the balloon was retained in the pt. This necessitated a left groin incision to remove balloon and filter together. An angiogram was performed revealing no evidence of any damage to arteries, no evidence of embolization and no residual pieces of device left in pt's body. The product was retained for reporting and testing purposes.